Event description:
It was reported that this right atrial (ra) lead had evidence of oversensed noise. The sensing was increased to the maximum setting to reduce the oversensing of noise and patient was referred for lead revision. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).